Event description:
Caire was notified on (B)(4), 2011, of an alleged incident that took place in (B)(6). The incident took place in the pt's home on (B)(6), 2011, and involved an eclipse 2 portable oxygen concentrator. The initial reporter described the alleged event the following: "the pt was sleeping, and awoke because the unit's motor revved up like a motorcycle. Later that night the unit stopped working. The pt had to be taken to the ER, and kept for oxygenation and observation." The initial report stated that the pt's condition following the alleged incident is good.